Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-mom-cups-unk , lot # unk. Report source: literature: gaillard, melissa d., and thomas p. Gross. ¿metal-on-metal hip resurfacing in patients younger than 50 years: a retrospective analysis.¿ journal of orthopaedic surgery and research, vol. 12, no. 1, feb. 2017, doi:10.1186/s13018-017-0579-y.

Event description:
It was reported that a patient experienced complications following hip resurfacing arthroplasty due to femoral component shift. No revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this report is a duplicate of a previously submitted medwatch form. The initial report was forwarded in error and should be voided.